Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (g2). The subject device was manufactured on august, 2023 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to ontact between the internal parts of the endoscope (metal pipe) and the sheath when the sheath was pushed out at a severe angle (upmax state), which increased frictional resistance and caused the sheath to break down. Additionally, it is possible that the coil extension occurred through the following mechanism: 1. Press the tip of the sheath against the tissues of the trachea, bronchi, esophagus and surrounding organs. 2. The sheath and coil sheath are bent by pushing the scope while pressing the sheath against the tissue. 3. If the needle is pushed out while the sheath and the coil sheath are bent, the tip of the needle is caught in the bent part of the coil sheath and the needle cannot be pushed out. 4. When the needle could not be pushed out, the coil sheath moved by applying additional force to force the needle out. 5. Although the coil sheath moved, the needle did not protrude, so the needle was pulled back again. 6. By repeating steps (4) and (5), the coil sheath extended from the tip of the sheath. However, the subject device was not returned, and the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet." "Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument." "Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument." "If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an endoscopic bronchial ultrasound, there were issues with the needle throughout the entire procedure. The customer attempted to deploy the needle several times, and doing so, it shredded the tip of the sheath. The procedure went over an extra hour or so due to the repeated shredding of the sheaths or the extension of the coils. Also, recalibrating 3 extra needles as well. Anesthesia also had to be extended because of this. The procedure was completed with a similar device. The device malfunction did not impact the outcome of the procedure. There was no reported harm or injury to the patient.